Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 3708360, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3487a, lot# j0104250v, implanted: 2001 (B)(6); product type lead. (B)(4).

Event description:
Additional informationreceived reported that there was an unknown type of infection. It was noted that it was unknown if a culture was taken or if antibiotic treatment necessary. It was noted that the patient had an infection that led to explant. It was noted that the patient¿s status was unable to be obtained at the time of report.

Event description:
It was reported that the patient had an infection. It was noted that the patient¿s incision had not healed and there ¿was a problem with it.¿ it was noted that the patient was running a low grade fever and cultures were taken the day prior to the report. It was noted that the patient usually had a temperature of 96 degrees and her temperature was 99 degrees the day prior to the report. It was noted that the patient was seeing her health care professional (hcp) every couple of days or once a week because, she had a history of an infection with a prior system. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report #3004209178-2013-19118,

Manufacturer narrative:
Concomitant medical products: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID 3487a, lot# j0104250v, implanted: (B)(6) 2001, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the implant kept overheating and became infected. The patient thought it was about a year prior to (B)(6) 2015. The patient stated she was on two years of antibiotics. In relation to the infection, the patient had a pocket of fluid collection. The patient wanted to know if there was a relation between the device overheating and the fluid collection. The patient reported a number of infections. The devices the infections were associated with and the patient&#62688;timeline of events was quite unclear. The patient was redirected to the healthcare professional (hcp). Refer to manufacturer's report # 3004209178-2015-04853 for the (B)(6) 2004 infection. Refer to manufacturer's report 3004209178-2015-04863 for the (B)(6) 2004 infection. Refer to manufacturer's report # 3007566237-2015-00628 for the (B)(6) 2011-(B)(6) 2012 infection. Refer to manufacturer's report # 3004209178-2013-19118 for the (B)(6) 2013 infection.

Manufacturer narrative:
.

Event description:
Additional information received reported that the patient was in the office on the day prior to report. It was noted that the wound area was healed up nicely. It was noted that the patient would be continued on an antibiotic for a short time longer. It was noted that the patient was doing well when seen on the day prior to report.